Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that upon interrogation this cardiac resynchronization therapy defibrillator (crt-d) was found to have reached end of life approximately two years earlier and was now in storage mode. Subsequently the crt-d was explanted and no additional adverse patient effects were reported.